Event description:
It was reported that when stimulation was on, the pt was stumbling more and felt dizzier. The pt had a fall, but it was unclear how the fall was related to the other symptoms. Impedance testing showed, the impedance between electrodes 1 and 2 was less than 50 ohms. Therapy impedance was 457 ohms. On (B)(6) 2011, after the implantable neurostimulator was changed, therapy impedance was 640 ohms. Add¿l info has been requested, but was not available as of the date of this report. Refer to MFR report #3004209178-2011-07704.

Manufacturer narrative:
(B)(4).